Event description:
The pt service rep (psr) assisting an (B)(6) old male pt contacted zoll lifecor customer support service to report the pt's charger will not power on or light up. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, it was found that the power brick was defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective connector. The pt rec'd a replacement charger/modem.